Event description:
It was reported that the programmer experienced an error when booting up and another error when trying to interrogate a device. Service disk was to be run to clear the errors. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.